Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
The customer stated that the ventilator would not pass the extended system testing (est) but the customer placed the device on a patient anyway as they were directed by the doctor to do so. The unit was placed on the patient and the fraction of inspired oxygen (fio2) was set to deliver at 100 percent. The vent would only deliver 21 percent. The ventilator was switched out and sent to the hospital's biomed shop. The biomed looked at the unit and it was still delivering 21 percent no matter what the ventilator's settings were. The customer reported that there was no harm or injury to the patient.

Manufacturer narrative:
Results of investigations: the device/component was returned to carefusion¿s failure analysis laboratory. An investigation was performed and the reported issue could not be duplicated. No root cause could be identified.